Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit toppled; causing damage to the touch screen. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 21jan2019. Date rec'd by MFR: 18jan2019. Customer ordered replacement part to resolve this issue. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.